Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a piece of insulation from the device detached and fell within the patient. The piece was retrieved, and there was no patient injury.

Manufacturer narrative:
Evaluation summary: one used e1455 device was received for evaluation and the reported condition was confirmed. Visual inspection found the blue heat shrink and ptfe insulator scratched and the ptfe insulator had disengaged form the electrode. The insulation was also scratched. The ptfe insulator had disengaged and was not returned with the electrode. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation to disengage. The damage to the electrode indicates the user mishandled the electrodes. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The IFU states: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. If information is provided in the future, a supplemental report will be issued.